Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer fell onto the pump, and the touchscreen became cracked and unresponsive. Customer's blood glucose level was 230 mg/dl. Customer indicated that the customer has back up manual injections for continued insulin therapy.